Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 device would not activate. The cord was switched out, but the device still would not work. A replacement device was used to complete the procedure. The hospital did not report any pt effects.